Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the upper trigger of the deice would not return to the starting position and there was no spring tension. During disassembly, it was noticed that the spring was missing from the upper trigger. It was further determined that the device failed pretests for sticky triggers, function of device, ¿off/lock¿ mode and function of all possible modes with power module and lid. Therefore, the reported condition was confirmed. The assignable root cause could not be established. It was noted that the production process was reviewed and there was not enough supportive evidence to confirm that the issue was linked to production. Additionally, a review of the device history record was performed, and no non-conformances were detected related to the reported condition. D9: it was reported that the device was returned for evaluation on dec 01, 2020, the correct date is dec 07, 2020.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. The reporter's complete mailing address and phone number were not available. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery handpiece device upper button spring stopped working. It was further reported that when pressing the upper button, it stays in a pressed position and does not come back like it should. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.